Manufacturer narrative:
(B)(4). One lf1537 ligasure device was returned for evaluation. Visual inspection found the device bloodied and the cord was too short to splice to test with the generator. Resistance measurements indicated sufficient energy delivery to the jaws. The investigation identified the root cause of the reported event to be undetermined.

Event description:
The customer reported that the surgeon felt the tip of the ligasure was not working properly and only sealing on one side of the jaw. There was no unanticipated bleeding. A new device was opened to complete the case.